Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When removing the 6f-7f mynxgrip vascular closure device (vcd) from the patient after attempting to deploy the device, the sealant dislodged and came out with it. Hemostasis was achieved by manual compression (for about 20mins) and the patient recovered. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There as a little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The type of procedure the mynx grip vcd was used in was a percutaneous coronary intervention (pci). The device was stored and prepped per the instructions for use. The procedure used a retrograde approach. There was no damage to the device noticed prior to opening the package. The deployer was mynx certified. A 6f sheath introducer was used. Additional patient and procedural details were requested but were not available. The device is expected to be returned for analysis.

Manufacturer narrative:
When removing the 6f-7f mynxgrip vascular closure device (vcd) from the patient after attempting to deploy the device, the sealant dislodged and came out with it. Hemostasis was achieved by manual compression (for about 20mins) and the patient recovered. There was no reported patient injury. Femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There as a little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The type of procedure the mynx grip vcd was used in was a percutaneous coronary intervention (pci). The device was stored and prepped per the instructions for use. The procedure used a retrograde approach. There was no damage to the device noticed prior to opening the package. The deployer was mynx certified. A 6f sheath introducer was used. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed to have remained in the manufacturing position. The sealant, sealant sleeves and procedural sheath were not returned with the device. The condition of the returned device is like a device failing to deploy. The device was inspected for damages/anomalies that may have contributed to the reported incident and none were observed. Per functional analysis, a simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle with no resistance. The advancer tube was observed properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, none were observed. A product history review of lot f2106001, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿sealant- dislodged¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Review of the device analysis suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, when removing the device, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.